Event description:
It was reported that the pacing lead impedance (pli) measurement of this right atrial (ra) lead was greater than 3000 ohms which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) analyzed presenting electrogram (egm). While in unipolar configuration, there was oversensing of noise which resulted in multiple inappropriate mode switches as well as pacing inhibition greater than two seconds. Ts advised that the patient be brought to clinic for further evaluation and reprogramming. Health care professional (hcp) stated that the patient will be scheduled for further testing. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the pacing lead impedance (pli) measurement of this right atrial (ra) lead was greater than 3000 ohms which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) analyzed presenting electrogram (egm). While in unipolar configuration, there was oversensing of noise which resulted in multiple inappropriate mode switches as well as pacing inhibition greater than two seconds. Ts advised that the patient be brought to clinic for further evaluation and reprogramming. Health care professional (hcp) stated that the patient will be scheduled for further testing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, further testing in clinic was conducted which showed a lead fracture and loss of capture. This lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.